Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2019-02057.

Manufacturer narrative:
Results: the penumbra system jet 7 reperfusion catheter (jet7) was kinked approximately 1.0 cm from the hub underneath the strain relief. The jet7 was ovalized approximately 94.0 cm from the hub. The jet7 catheter shaft had stress marks approximately 100.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed that the catheter was kinked underneath the strain relief. If the jet7 is forcefully mishandled at extreme angles during use, damage such as a kink may occur. Further evaluation of the returned jet7 revealed that the catheter was ovalized and stress marks were present along the catheter shaft. The ovalization and stress marks were likely incidental to the reported complaint. The tubing and ace68 identified in the complaint were not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, the physician completed one pass with the penumbra system jet 7 reperfusion catheter (jet7). While attempting to flush the jet7 on the back table for the second pass, the physician noticed air was leaking near the proximal hub of the jet7, and therefore, the jet7 was not used for the remainder of the procedure. It was reported that there was difficulty removing the aspiration tubing (tubing) from the back of the jet7. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68). There was no report of an adverse effect to the patient.